Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
New information was added.

Manufacturer narrative:
The investigation could not determine a specific root cause. One sample was provided for investigation and the positive toxoplasma igg result obtained by the customer could not be verified. This sample tested negative for toxoplasma igg as well as toxoplasma igm and was consistent with the results obtained from the competitor assay. The customer confirmed the investigation results and no further investigation was done. No adverse events were reported.

Event description:
The customer received questionable results for one patient sample. The discrepant results led to an unclear toxoplasma igg status for the patient. The toxoplasma igg reagent (igg antibodies to toxoplasma gondii) lot number was 161442. The roche elecsys result was 301.50 iu/ml. The confirmatory test result (using a liason instrument) was <3.0 iu/ml. It is unknown which results were reported outside the laboratory. No adverse evnets have been alleged regarding the discrepancies.